Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was +600mg/dl. The customer was not wearing the insulin pump during the hospitalization, was off pump less then 48 hours. Customer was assisted with troubleshooting button error and confirmed time advance. The customer states pump had a blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08730 inches. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. Insulin pump was monitored for several days and no blank display noted. Insulin pump was received with normal operating currents. No damage found on the connector/lcd isolation tape noted. Insulin pump was received with broken battery cap, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label, cracked reservoir tube, broken belt lip slot and minor scratched lcd window.